Event description:
It was reported that patient underwent a posterior spinal fusion (th11) on (B)(6) 2024. Th12: percutaneous vertebroplasty and posterior spinal fusion for ovf. Vbs and prime fenestrated screws were used. The fusion range was th12 1a1b. After insertion of the screw into th11 and l1, cement mixing was started. The viscosity of the cement was observed after ten minutes of mixing. The sales representative felt that the time was a little fast and suggested that the surgeon wait, but since the cement was of the proper viscosity, the surgeon decided to start filling the cement. After injecting 1.5 cc of cement into the left side of th11, the surgeon stopped the filling operation because it was observed that there was a cement leak at the time when 0.4 cc of cement was injected into the right side of th11. The patient's vitals were normal, so the surgeon injected cement into l1. After primefs was completed, vbs was performed, and surgery was completed successfully without any surgical delay. The surgeon has not located the leaking cement and will confirm this with a CT.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the patient was stable.